Event description:
It was reported that this brady lead was not implanted successfully in the left bundle branch (lbb) due to lead has moved post sheath slitting. The lead measurements were repeated with increased in threshold measurements and more importantly the qrs changes no longer lbb morphology. This brady lead was replaced with the same model. No adverse patient effects were reported.